Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative(pt rep) regarding an external device. It was reported that since yesterday, controller is displaying error rm03 and implant will not charge. Agent had pt rep inspect for damage on the recharger and reported damage where cord goes into the paddle. Pt rep stated that might have "pulled away" in that area. Agent asked - pt rep confirmed recharger gets hot while charging the implant. Agent had pt rep go into "about" on controller menu to gather implant serial #. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Product ID 97755 lot# serial# (B)(4) product type recharger: analysis of the recharger found device got stuck on checking the recharger screen. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.